Event description:
It was reported that during a da vinci prostatectomy procedure, the jaw of the maryland bipolar forceps instrument would not rotate. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip was bent, causing side-to-side misalignment of the grip. There was a .019 offset at the tips. The bent grip does not exhibit separation of the yaw pulley and pulley cover at the glue joint, but the likely cause of the bending was overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. The instrument passed electrical continuity testing. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Failure analysis investigation also found that the pitch up cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunction were to recur.